Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation"), genital haemorrhage ("bleeding") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, night sweats, mood swings, paratubal cyst, fatigue and taste metallic. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), tooth loss ("teeth loss"), alopecia ("hair loss"), visual impairment ("vision issues"), migraine and headache. The patient was treated with surgery (essure removal, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, neuromyopathy, pelvic pain, allergy to metals, tooth loss, alopecia, visual impairment, migraine and headache outcome was unknown. The reporter considered allergy to metals, alopecia, fallopian tube perforation, genital haemorrhage, headache, migraine, neuromyopathy, pelvic pain, tooth loss and visual impairment to be related to essure (ess205). The reporter commented: after deployment of essure devices, there were three coils visualized outside the tubal ostia bilaterally. The left essure device was present beneath the surface of the tubal lumen visible through the peritoneum with a partial perforation. Insertion date discrepancy: (B)(6) 2005 as per pfs, (B)(6) 2005 as per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation"), genital haemorrhage ("bleeding") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hot flashes, night sweats, mood swings, paratubal cyst, fatigue and taste metallic. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), tooth loss ("teeth loss"), alopecia ("hair loss"), visual impairment ("vision issues"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (essure removal, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, neuromyopathy, pelvic pain, allergy to metals, tooth loss, alopecia, visual impairment, migraine and headache outcome was unknown. The reporter considered allergy to metals, alopecia, fallopian tube perforation, genital haemorrhage, headache, migraine, neuromyopathy, pelvic pain, tooth loss and visual impairment to be related to essure (ess205). The reporter commented: after deployment of essure devices, there were three coils visualized outside the tubal ostia bilaterally. The left essure device was present beneath the surface of the tubal lumen visible through the peritoneum with a partial perforation. Insertion date discrepancy: (B)(6) 2005 as per pfs, (B)(6) 2005 as per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.